Manufacturer narrative:
Additional information received: implanted date: (B)(6) 2025. Explanted date: (B)(6) 2025. Additional FDA coding being added after investigation of device. Adding additional health effect - clinical code: 1930. This is a follow up report to add this additional code. Device received for this event is being corrected from osseospeed ev 3.0 s - 13 mm catalog # 25215 to osseospeed ev 3.0 s - 11 mm catalog # 25214. This is a follow up report for this corrected information. Correcting UDI # from (B)(4). This is a follow up report for this corrected information. Correcting lot # from 523013 to lot # 505637. This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.